Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported the syringe cut someone due to sharp edge of plastic. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel luer is damaged. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 302830, lot 3297377. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly process was performed. The rails and conveyors were properly aligned, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material#:unknown batch number#: unknown it was reported by customer that syringe cut someone due to sharp edge of plastic. Verbatim#: syringe cut someone due to sharp edge of plastic. Response: yes I have it customer response (B)(6) 2023: no stitches required, just a band aid.

Event description:
Material#:unknown batch number#: unknown it was reported by customer that syringe cut someone due to sharp edge of plastic. Customer response (B)(6) 2023: no stitches required, just a band aid

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Manufacturer narrative:
(B)(4) - follow up MDR for additional information. Following the submission of the initial MDR, additional information was received. Material number updated based on sample received. Site legal name updated. Section d: material number, batch number and medical device brand name updated. Section g: 510k updated.

Event description:
Material number updated based on sample received.